Event description:
It was reported that a patient underwent a aff plate screw procedure in (B)(6) 2022 and suture was used. During the procedure, after prof. (B)(6) finished the aff plate screw procedure, he was going to close the skin with prolene w8684 suture. When it was 3/4 of the way, suddenly the suture snaps. This caused the delay in the procedure for about 15 minutes, and surgeon needs to remove the suture and redo it all over again. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. Investigation findings: c22 ¿ photo evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: there are no changes in the patient¿s post-operative care due to the prolonged procedure. The defect product is available to send back for further investigation, and the hospital request for it to be substituted with the new product. Photo investigation summary: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows an empty labeled winding former and a dispensed needle/suture combination product code w8684. The strand appears to be damaged or fraying. Unfortunately the photo does not provide enough evidence to determine the root cause. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified.